Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as event onset, the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm every third day, ongoing), ceftazidime (1gm each bag, intraperitoneal, ongoing) and heparin injection (1000u, ongoing) for the event. Four days after event onset, pd therapy was discontinued, and the patient was transferred to hemodialysis. The patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.